Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. Microscopic and tactile examination were done with the hypotube, collar, distal shaft and tip. Inspection revealed a kink in the hypotube; 23.5cm from the strain relief, a complete separation at the collar of the device, and the ptfe fully pulled out from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the device became relaxed and moved out from the lesion. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the device became relaxed. Subsequently, the device moved out from the coronary artery. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good. However, device analysis revealed a complete separation at the collar.